Event description:
The customer reported that after pippetting an htlv I/ii plate on the summit the technician noticed that low sample/diluent was pipetted to well h5. No error was generated by the summit. No death or serious injury was associated with this incident.